Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 27-sep-2016, fse arrived at the site to address the reported event. Fse replaced the peek tubing from the injection valve port 6 to the prefilter housing. Additionally, fse replaced the thermal printer due to poor print quality. No further action was required by field service. The most probable cause of the reported event was due to a blockage in the peek tubing.

Event description:
On (B)(6) 2016, the customer reported high pressure and a gradient sensor error with their g8 analyzer. Technical support (ts) instructed the customer to install a new column and filter. The customer then rebooted the device at main power but the issue did not resolve. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.